Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead dislodged. Additional information indicates that the dislodgement was noted during routine follow-up. The lead was explanted and replaced. No additional adverse patient effects were reported.